Event description:
During a coronary drug eluting stenting treatment procedure, th balloon would not inflate. However, the returned product confirmed that there was stent damage. The physician advanced the taxus express2 3.5x24mm drug eluting stent to the target lesion. Upon deployment, the delivery balloon would not inflate. The physician was able to deploy another taxus stent in the lesion. No patient injury or complications occurred.